Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2023-00056 through 3004788213-2023-00059.

Event description:
It was reported that a revision surgery was performed to remove two roi-c implants after the patient had pain associated with pseudarthrosis. This is report two of four for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection. The device was not returned for evaluation and images were not provided. DHR review. The device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove two roi-c implants after the patient had pain associated with pseudarthrosis. This is report two of four for this event.